Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted due to infection. The pocket was noted red and tender and painful sore pocket. Patient was placed on antibiotic and will be evaluated for re-implant in the future. Patient's condition is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.